Event description:
The manufacturer representative reported poor coupling (4 bars or less) when recharging, which resulted in the inability to recharge. The patient was getting 0 - 2 bars coupling since the implantable neurostimulator (ins) was implanted. During implant, the ins was moved so it was on the right side of patient¿s body near waist. The patient pulled the implantable neurostimulator recharger (insr) belt tightly but this did not resolve the issue. Repositioning the antenna and an antenna locate (al) did not resolve the issue. Al 56-58-60. A different insr was used, but it did not resolve the issue. There was no swelling present, but the ins moved in the pocket some. The patient could feel all four corners, though the ins was not flat to the skin. It felt about 1 cm deep. The patient had never achieved more than 2 bars since ins change out. An xray of the ins was taken yesterday. The patient was going to check on results of image as the healthcare professional (hcp) had told her already that the ins was not flipped. The patient spoke with the man aging hcp yesterday about the ins being flipped and the hcp maintained that the image was taken from the left lateral side and that it is a "mirror image". When flipping the xray using paint, the ins still looked flipped. Insr stats were obtained. All charging sessions in data were from (B)(6) and the patient made minimal progress in charging due to short sessions and very poor coupling. When she had her current ins placed in (B)(6), it was moved so that it was more on her side and this was a more tender part of her body. It took longer to heal, such that she only tried to charge for the first time about 3 1/2 weeks ago, which is when the patient had trouble getting any coupling. The belt would not stay clipped together when she charged so she got a new belt and tried using the sticky patches. Even with lying on her side, tightening the belt and using sticky patches, she could not ever get more than 2 bars. With the previous ins, she charged 1x/week and did not have any problems with recharging. It was later reported that actions taken to resolve the issue included trying many different angles of placement over the battery and trying a different charger, but nothing seemed to change the coupling bars. It was unknown if the ins was flipped or not. The indication for therapy was non-malignant pain. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer's representative (rep) reported the implantable neurostimulator (ins) was replaced because the consumer was only getting two coupling bars. During removal scar tissue was found around the battery so the physician was going to use steroids to help limit scar tissue with the new implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.